Manufacturer narrative:
Based on the information provided to st. Jude medical and the investigation performed, the root cause of the reported event was isolated to a stimulate pca that was dislodged from the backplane. The event which resulted in unseating the pca remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
During device preparation, channel one would not read temperature and the stim and motor functions were not operational. The procedure was canceled.